Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline, and provides possible indications of driveline damage. The patient handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. Section 7 of the IFU and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the driveline fault alarms and pump stop event that were captured in the submitted log file. (B)(6) was returned assembled with the driveline severed approximately 3" from the pump housing and the distal end with the controller connector was also returned measuring approximately 12.5". The inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft, bend relief, and bend relief collar were not returned. Examination of the device upon disassembly revealed no evidence of depositions or thrombus formations that would have contributed to a flow or functional issue during support. The returned portions of the driveline were tested for electrical continuity; all wires on the distal end of the driveline were found to be electrically intact and no wire-to-wire or wire-to-shield shorts were induced during testing. The proximal portion of the driveline did not pass continuity testing on the yellow wire. All other wires on the proximal end of the driveline were found to be electrically intact. After removal of the driveline layers, visual inspection revealed the yellow wire was fully severed approximately 1" from the controller connector. Although a specific cause could not be conclusively determined, the wire fatigue in these locations appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation, bypassing the fracture in the yellow wire. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured wire to its redundant motor phase wire, the fractured inner conductors of the yellow wire would have resulted in the driveline fault alarms captured in the submitted log files. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The hemodynamic decline, bleeding, and death all occurred post pump exchange and will be reported under 2916596-2024-06218.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received new equipment on 31jul2024, and interrogation showed 4 driveline fault alarms. The patient was in the emergency room for chest pain, shortness of breath, and lightheadedness. The patient was positive for covid and reported symptoms of covid for the past 7 days. The patient had a productive cough, chills and body aches. Log files were submitted for review and confirmed the driveline fault alarms which were intermittent. The driveline fault detection circuitry data indicated that the issue was with the unmonitored conductor of phase a. It was suggested that the patient utilize an ungrounded patient cable. The recorded data showed that the current system controller was connected at 11:51 on 31jul2024 indicating a system controller exchange was performed. The patient's system controller was confirmed to have been exchanged and the patient had been on an ungrounded cable since the date of the event. X-rays from 03aug2024 and log files were submitted for review. The log files continued to show driveline fault alarms associated with degradation of the unmonitored conductor of phase a. The images appeared to show that the driveline was taut near the pump end. Additional x-ray images were recommended. It was noted that the patient had gained a significant amount of weight since implant from 218 pounds to 253 pounds. Additional x-ray images were submitted which did not show any areas of concern. An external driveline repair was requested and performed for the active driveline fault alarms. Visual inspection of the driveline showed a layer of felt tape wrapped around 70% of the external portion. Additionally, some twisting was noted in the silastic layer. There were no active driveline fault alarms. The silastic and bionate layers were removed. The copper shielding was intact but slightly oxidized and in early stages of breakdown. Technical services began splicing the yellow, black, and red wires and then swapped over to the new driveline without issue. They then continued splicing the green, brown, and orange wires. Finally, the area was closed up per procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Manufacturer narrative:
B2: death date provided. B5: additional information. H6: updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that since the patient was discharged on (B)(6) 2024, a review of history showed a driveline fault. Log files were submitted for review and continued to capture intermittent driveline fault alarms following the repair on (B)(6) 2024. This suggested that the damage was further up than the repair site. The phase data continued to show the yellow wire operating at a lower current than normal. The wire did not appear to be completely broken but may degrade further over time. On (B)(6) 2024, the patient had a heartmate ii to heartmate ii pump exchange due to reoccurring left ventricular assist device (lvad) fault alarms after previous external percutaneous lead repair. The patient was placed on intra-aortic balloon pump for hemodynamic support. The pump was exchanged with large amount of bleeding noted. The patient's hemodynamic status deteriorated, and the patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was initiated, multiple shocks and medications were given. A large amount of bleeding was noted to ascending aorta. Repair was attempted and the patient further deteriorated and went into cardiac arrest again. The patient then passed away on (B)(6) 2024. No additional information was provided.